Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter break occurred. A guidezilla¿ was used during a procedure and upon withdrawal, the hypotube shaft was removed and the catheter remained in the tuohy. The catheter was pulled out and the procedure was complete. There were no patient complications and the patient status is fine.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter, in two pieces. There was blood and contrast in/on the device. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed numerous kinks in the distal shaft, tip damage and a complete separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
It was reported that a catheter break occurred. A guidezilla¿ was used during a procedure and upon withdrawal, the hypotube shaft was removed and the catheter remained in the tuohy. The catheter was pulled out and the procedure was complete. There were no patient complications and the patient status is fine.